Event description:
Per the information provided, this machine, is taken care by lumenis be and installed in a facility that conducts aesthetic procedures. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).